Event description:
It was reported this was a venotomy closure of the right common femoral vein using the pre-close technique via a 6f sheath hole prior to a pulsed field ablation (pfa) procedure. Reportedly, upon insertion of the prostyle device, the link appeared to be stuck in the tissue tract. The prostyle device was difficult to remove but was able to be removed without requiring intervention. The prostyle device was removed undeployed. The sutures of two new prostyle devices were successfully pre-placed. The sheath was upsized to 12f and the pfa procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There were no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.